Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that on (B)(6) 2016 visited the health care provider (hcp) for programming and an elective replacement indicator (eri) message was discovered. The eri message appeared 27 months after the implantable neurostimulator (ins) implantation and the battery was noted to be nearly exhausted due to rapid depletion. No symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the rapid battery depletion was unknown. It was also stated that the actions/interventions taken to resolve the issue included planning to replace the device; the procedure is pending the patient's reply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.